Manufacturer narrative:
(B)(4). A philips fse evaluated the device and verified the failure. The issue was determined to be a failure caused by corrupted software. The software was reinstalled to resolve the issue. The device passed testing and remained at the customer's site.

Event description:
The customer reported the device could not boot up. No patient involvement was reported.